Event description:
The customer received high out of range control results of 531, 432, and 337mg/dl on the contour next ez. The meter did not automatically mark them as control tests, which will be displayed as a blood results when accessing the meter¿s memory.no adverse event was alleged.the test strips were returned for evaluation. New strips, meter and control were sent to the customer.